Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The tube sets were received and evaluated. The three used tube sets and six unused tube sets were viewed under magnification and there was no visual evidence of damage, cuts or pin holes that would have caused the tube sets to leak. Then all nine tube sets were tested by connecting them to a fms vue pump. The spikes were placed in a beaker of water. The pump was turned on, the fill chamber filled to the appropriate level and the pump was run. There was no evidence of leaking in any of the tube sets. Therefore, this complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed dissimilar complaints for this lot that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The expiration date is not currently available. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported that during a knee arthroscopy surgical procedure, it was observed that three sets of irrigation tube device were leaking water causing the pump to not work. There were no delays in the surgical procedure. It was reported that the surgery was completed by switching to another set of tubing. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.